Event description:
The device was being used on a patient and the device operator reportedly observed ECG artifact during the code. The patient was not resuscitated. The medic stated that she thought the device contributed to the patient's outcome. Following the investigation into the reported event, the captain stated that the results of the investigation suggested that the error was the most likely cause of the reported event and that the device did not cause or contribute to the patient's outcome. The captain also stated that retraining had been provided to the personnel using the device. The device was returned to use and no reoccurrences of the reported event have been reported. No patient information or further details of the reported event were provided to physio-control.